Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During troubleshooting, the only test that failed and was reproduced during the pre-use check was the flow transducer test. After testing and replacing several parts, further assessment revealed that the air gas module was the cause of the failed flow transducer tests, and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. A faulty gas module may lead to stop in ventilation or high pressure. Evaluation of the provided device logs confirms the reported issue with the failed tests during the pre-use check, specifically the gas supply test and the flow transducer test. The logs show that the gas supply test failed due to air supply pressure being too high, which could indicate an air gas module failure. Additionally, the flow transducer test, particularly the flow test subtest, failed. The flow transducer flow test checks the offset values for air flow and o2 flow with different o2 concentrations to ensure that the gas flow is within the specified limits. The logs indicate that the air and o2 flow are measured within the specified ranges, but the expiratory offset is elevated. The replaced air gas module was returned for further investigation. A visual inspection of the returned air gas module revealed no abnormalities. The gas module was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. During device inspection, the flow transducer error was the only issue found, and the air gas module was identified as faulty and was returned for further investigation; however, the reported issue could not be reproduced at manufacturer site. Nevertheless, based on the available information and the provided device logs, there is an indication that the failure is still due to the air gas module and that the failure might be intermittent, thus explaining the difficulty in reproducing the reported failure. Therefore, it cannot be excluded that the air gas module might have contributed to the reported issue, and an air gas module failure is identified as the most contributory cause to the failed pre-use check tests.

Event description:
Manufacturer's ref: (B)(4).